Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was not possible as a result of a depleted battery. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after a service time of more than 100 months. Therefore, the electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service were not determinable. In conclusion, the electronic module proved to be fully functional with an external power supply. The battery condition was found to be anticipated after a service time of more than 100 months. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Ous MDR - at programmer interrogation, the device stopped pacing causing a cardiac arrest to the patient. The patient is pacemaker dependent. The equipment rescued him with a temporary pm. Then the axios was replaced with another pacemaker. Implantation is assumed (B)(6) 2007 or beginning of 2008. The patient never came in for a follow up after implant. After the pacing interruption the axios started to pace at 30bpm inconsistently and was still unable to establish telemetric contact with the programmer. The physician supposed a low battery status.